Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, distal embolization, hematoma or hemorrhage at the site, inability to completely remove thrombus, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2021, the patient underwent a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 8 (cat8). It was reported the patient had previous intervention on the affected limb, and there were no reported complications during the procedure. The post-treatment angiogram showed a small amount of thrombus that was noted in the distal plantar arch. There was no flow beyond the thrombus, and no intervention was done. The event was resolved the same day. The peripheral/ distal embolism was reported to be a non-serious adverse event with a possible relationship to the cat8 and the index procedure.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2021-01291 1. Section d. Box 1. Brand name. 2. Section g. Box 5. 510 (k). Please note that the following section is being updated based on additional information provided by the penumbra clinical team on 08 feb 23: 1. Section b. Box 5. Describe event or problem. Note: the peripheral/ distal embolism was previously adjudicated to be a non-serious adverse event with a possible relationship to the index procedure and a possible relationship to the indigo system aspiration catheter 8 (cat8). However, on 08 feb 23, an update was received from the clinical team reporting that the small amount of thrombus noted in the distal plantar arch was a chronic occlusion, not a new distal embolization. Therefore, this event is not considered reportable against the cat8.

Event description:
On (B)(6) 2021, the patient underwent a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 8 (cat8). It was reported the patient had previous intervention on the affected limb, and there were no reported complications during the procedure. The post-treatment angiogram showed a small amount of thrombus that was noted in the distal plantar arch. There was no flow beyond the thrombus, and no intervention was done. The event was resolved the same day. The peripheral/ distal embolism was reported to be a non-serious adverse event with a possible relationship to the cat8 and the index procedure. On 08 feb 23, an update was received from the clinical team reporting that the small amount of thrombus noted in the distal plantar arch was a chronic occlusion, not a new distal embolization.